Manufacturer narrative:
(B)(6). (B)(4). Blood and contrast were visible in the inflation lumen of the device. Microscopic inspection of the balloon identified a longitudinal tear measuring approximately 15mm beginning 1mm proximal of proximal markerband. Inspection of the ro markerbands presented no irregularities that may have contributed to the balloon tear. It was also noted upon further inspection that the manifold had a kink or bend in the strain relief area, most likely caused from handling of the device there was no evidence of any material or manufacturing deficiencies that could have contributed to the reported event or the confirmed damage to the device. The manufacturing batch record review confirmed the device met all material, assembly and process specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during an in stent restenosis treatment procedure, a balloon rupture occurred. Another manufacturer's stent was implanted (B)(6) prior in the left anterior descending (lad) artery. The stent was restenosed, and a taxus liberte stent was implanted. The stent was post dilated with an nc quantum apex monorail 15x3.00mm balloon. The balloon was inflated one time at 20atm for 20 seconds and ruptured. The procedure was completed with this device. The patient's status is fine.